Event description:
A customer obtained imprecise and lower than expected ammonia quality control results using vitros chemistry products nh3 dt slides on a vitros dt60 ii chemistry system. Values of 104 and 165 umol/l were obtained from the dt control ii fluid versus the expected value of 222 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that imprecise and lower than expected vitros nh3 dt quality control results were obtained on a vitros dt60 ii chemistry system. Following recalibration using the same lot of vitros nh3 dt slides, acceptable performance was observed. In addition, the customer made adjustments to the pressure pad. The investigation was unable to determine a definitive root cause. However, an instrument or reagent related event could not be ruled out as contributing factors. The root cause of this event is unknown.